Event description:
I had a hernia on my left side which developed after a serious car wreck. A mesh netting was put in and I have been having staph infections ever since. The doctors say I am allergic to the mesh netting. I have had numerous infections, been in the hospital five times. The surgery was (B)(6) 2010. I cannot take oral medications because of side effect. Therefore, I have to have IV antibiotics. I was told recently that I will be on IV treatments the rest of my life. The infections cause me to have abscesses on the outside where the surgery was originally performed. The doctors say that I cannot have surgery to replace the mesh netting because the surgery would be too hard. I currently have a hickman in my chest which will come out next month and replaced with a port. This has been a very difficult thing to live with. Antibiotics: frequency: once daily, route: into the muscle.